Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected from the y-site of a solution administration set. This event occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was disconnected from the upper y site. The reported condition was verified. Further visual inspection identified traces of solvent on the tubing. The dimensions of the upper y site were measured and found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.